Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the k-wire attachment device was worn out. It was further determined that the device failed for the needle gripper system and for unintended oscillations. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Lot number: the lot number of the device was inadvertently documented in the serial number field of the initial report. The lot number has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.